Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for hub break from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the before device preparation, the hub on the stent delivery system was broken. The device was set aside and not used. There was no patient involvement. There was no additional information provided.